Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed on (B)(6) 2021 due to erosion. A re-implant surgery was performed and a new aus was implanted. The patient had a good outcome following the surgery.